Event description:
It was reported that the customer was hospitalized for hypoglycemia, with a blood glucose reading of 39 mg/dl. The customer stated that she might have primed the pump while connected and then tried subtracting it from her bolus. It was explained that priming while connected can lead to low blood glucose levels. Programming was correct and troubleshooting was performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.